Event description:
It was reported that a patient underwent a tubal ligation procedure followed by an endometrial thermal ablation procedure in 2009. During the ablation procedure, the patient sounded to an eight, and the pressure was titrated to 200mmhg and settled on 180mmhg with 15cc or less. Within five minutes and fifty seconds into procedure, the pressure dropped into the 150's. The surgeon added 1cc to get back to 180mmhg. Thirty seconds after adding fluid, the pressure dropped to 80mmhg. The surgeon ordered that the machine be turned off and found that the fundus of the uterus was ruptured. The patient required an emergency laparoscopic supracervical hysterectomy. After removal of the uterus, it was determined that the size of the cavity was 84 grams. The patient is currently well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.